Event description:
Information was received indicating that during a massive resuscitation a smiths medical level 1® h-1200 fast flow fluid warmer failed to refuse packed red blood cells (prbc) at a reasonable rate. The patients IV was checked for patency with no issue. The blood was then transfused via pressure bags without issue. There was no reported adverse effects.